Event description:
Information was received indicating that this smiths medical cadd legacy plus pump failed volume accuracy testing. No adverse effects reported.

Manufacturer narrative:
Other text: customer reported that device failed volume accuracy test. Device was good but had scratched screen. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing on the pump, was unable to verify the complaint. No problem found was found on the device.

Event description:
It was reported that the device failed volume accuracy test. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that device failed volume accuracy test. Device was good but had scratched screen. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing on the pump, was unable to verify the complaint. No problem found was found on the device.

Event description:
It was reported that the device failed volume accuracy test. No patient injury was reported.